Manufacturer narrative:
Updated fields: b5: describe event or problem. H6: patient codes, impact codes, evaluation conclusion codes. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the subject experienced anemia requiring medication as a result of the therasphere device or procedure. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Dose to perfused liver was 258 gy, and lung shunt calculation was 0%. On (B)(6) 2025, the treatment with therasphere was performed. Therasphere was administered to the liver through the femoral artery via two dose vials. Total administered activity dose was 8.245 gbq. Post-treatment dosimetry documented avid uptake in all lesions of y-90 on tumors. Dose to perfused liver was 258 gy and dose to total normal tissue was 82 gy. Lung dose calculation was 0. On (B)(6) 2025, five days following therasphere administration, the subject was noted with anemia, lymphopenia, and aspartate aminotransferase (asat) increase. The anemia was medically treated with speciafoldine (5 mg/oral/daily). No action was taken to treat the lymphopenia and increased asat levels. On (B)(6) 2025, the lymphopenia and increased asat levels were resolved. On (B)(6) 2025, the anemia was resolved. It was further reported that the adverse events of anemia, lymphopenia, asat increase, and amylase increase were not alleged to have been related to the therasphere device or procedure.

Manufacturer narrative:
Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the subject experienced anemia requiring medication as a result of the therasphere device or procedure. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Dose to perfused liver was 258 gy, and lung shunt calculation was 0%. On (B)(6) 2025, the treatment with therasphere was performed. Therasphere was administered to the liver through the femoral artery via two dose vials. Total administered activity dose was 8.245 gbq. Post-treatment dosimetry documented avid uptake in all lesions of y-90 on tumors. Dose to perfused liver was 258 gy and dose to total normal tissue was 82 gy. Lung dose calculation was 0. On (B)(6) 2025, five days following therasphere administration, the subject was noted with anemia, lymphopenia, and aspartate aminotransferase (asat) increase. The anemia was medically treated with speciafoldine (5 mg/oral/daily). No action was taken to treat the lymphopenia and increased asat levels. On (B)(6) 2025, the lymphopenia and increased asat levels were resolved. On (B)(6) 2025, the anemia was resolved.

Event description:
It was reported that the subject experienced anemia requiring medication as a result of the thermosphere device or procedure. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors. Dose to perfused liver was 258 gy, and lung shunt calculation was 0%. On (B)(6) 2025, the treatment with thermosphere was performed. Thermosphere was administered to the liver through the femoral artery via two dose vials. Total administered activity dose was 8.245 gbq. Post-treatment dosimetry documented avid uptake in all lesions of y-90 on tumors. Dose to perfused liver was 258 gy and dose to total normal tissue was 82 gy. Lung dose calculation was 0. On (B)(6) 2025, five days following therasphere administration, the subject was noted with anemia, lymphopenia, and aspartate aminotransferase (asat) increase. The anemia was medically treated with speciafoldine (5 mg/oral/daily). No action was taken to treat the lymphopenia and increased asat levels. On (B)(6) 2025, the lymphopenia and increased asat levels were resolved. On (B)(6) 2025, the anemia was resolved.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - patient codes, impact codes, evaluation conclusion codes. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.